Event description:
It was reported that new t-lock piece on powerpicc solo leaks saline upon priming PICC before insertion. On the old t-lock piece there was no leakage. Guidewire also slides up and down very easily whereas the old t-lock was tight and firm. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.